Manufacturer narrative:
Device history review of the device has been performed. The review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. A product investigation was completed: the device failure by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken as activity exchange, replacement. During the pre-repair diagnostic assessment the service technician identified the following failure code as general worn out. The service technician identified the probable root cause as normal wear. The device was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a torque limiter does not function. It will be sent in by the facility for evaluation and repair. Patient and surgical involvement is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: it is unknown if a patient was involved in the reported event. No information available. Event date: unknown. Additional product codes for this report include odp. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.